Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a bruise on back that throbs in pain and a red itchy rash under breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder and a cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.